Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was returned for evaluation. Photo(s) were provided by the customer appears to be a syringe with embospheres and no liquid inside. The defect is confirmed, the luer lock is cracked. The root cause is unknown. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported when the outer packaging was opened, the doctor noticed that the shape and structure of the embosphere inside the syringe were altered. There was no patient involvement.